Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle was chipped caused by a component failure of the light guide bundle, and image size was poor caused by a component failure of the charge coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited component failure of the charged coupled device, the light guide bundle was chipped and image size was poor. There was no patient involvement.